Manufacturer narrative:
After careful inspection of the rejected product, it was found that the device shows no deviations or other abnormalities with regard to functionality and/or safety. The product complies with the specification. As the maintenance interval has been exceeded by the customer, we would like to draw the customer's attention to the need for regular maintenance of the product by the manufacturer in accordance with the associated instructions for use as part of this complaint process. Possible deviations can be identified and rectified/prevented at an early stage as part of such maintenance. As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which the treated patient sustained a laceration.